Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had screen was difficult to see. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer reports they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 43 alarms noted during testing. Moisture damage was found on the motor and electronic assembly during visual inspection. Device received with corroded motor home switch. Device received with scratched lcd window and case. Scratches do not impede visibility of screen.